Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by a zoll technician at the customers' location. The customer's report was duplicated and attributed to a defective cpradaptor. The CPR adaptor was replaced to remedy the report. The device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.